Event description:
On (B)(6) 2026, (B)(6) provided the report to (B)(6). (B)(6). Received the report on (B)(6) 2026. The report is as follows: this serious spontaneous case, manufacturer control number (B)(4) is an initial report from germany received on (B)(6) 2026 from a consumer through diamed (de7384). This case report concerns a 37-year-old female patient, who applied thermacare flex xl 4 patches (batch number: ga1511n, expiry date: -jan-2028) to her abdomen used for period pain. Medical history included: unknown. Concomitant products included: unknown. On (B)(6) 2026 date, after a few hours thermacare flex xl was applicated, the patient experienced burns second degree, pain of skin, and intentional device misuse. Outcome: burns second degree: not recovered, pain of skin: not recovered. Intentional device misuse unknown. The action taken in response to the events for lower back and hip was unknown. (B)(6) medical assessment: the pi of thermacare flex xl mentions that burn blister and the related pain of skin could be adverse events of this medical device whereas it does not mention intentional device misuse. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare flex xl and the reported adverse events was considered as possible for intentional device misuse it was considered not assessable. The overall assessment for this case is serious/unlabeled/possible the anticipated date of the next report is (B)(6) 2026.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress.